Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had an episode of dizziness and faintness. The device was interrogated, which revealed that the patient had an episode of ventricular tachycardia (vt) with spontaneous revision to sinus rhythm. The physician suspected that the terminal pin was not fully inserted into the header.